Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 3.5x18mm xience skypoint stent delivery system (sds) had resistance and failed to cross due to the anatomy. There were no other device issues noted. There was resistance due to the anatomy during removal, however, the device was removed independently. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.